Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented remotely with post paced-t wave oversensing. Programming changes and induction testing were recommended.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.